Manufacturer narrative:
H4: serial number 200224256, manufactured on 07/2002 and serial number 200424040 manufactured on 01/2004.

Event description:
During a routine cataract extraction procedure, the surgeon experienced a capsular tear. While attempting to perform a vitrectomy it was reported that the pneumatic vitrectomy function on the phacoemulsification machine failed to operate. A second machine was brought into the room and the pneumatic vitrectomy function on the second machine also failed to operate. The doctor did not attempt to use the electrical vitrectomy function on either machine. The doctor continued with the lens extraction without performing the vitrectomy. Approximately two months following the surgery, the patient experienced a retinal detachment. It was reported by an insurance company that the detachment was caused by the surgeon continuing with the phacoemulsification procedure which created some vitreous traction on the retina. The patient reportedly has lost the vision in the operative eye. The clinic reported that the doctor did not follow the clinic's protocol.